Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic ileocecal resection, at the step of colon mobilization, when monopolar curved shears (mcs) energy was activated, current was transmitted to the bipolar fenestrated grasper (bfg) instrument, causing a burn to the clamped intestinal tissue. The mcs output was reduced from 25 watts to 20 watts. Additional suturing was performed on the burned tissue.

Manufacturer narrative:
H2) additional information: d4 (serial #, UDI #), d10, h4, h10 h3) device evaluation: medtronic led an evaluation of the associated device logs and a provided image for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it was discarded by the customer. One image was received for evaluation. The image depicted an operating room team interactive (orti) screen of a tower showing the affected tissue from a burn. Evaluation of the logs indicated that the bipolar fenestrated grasper was attached to arm cart assembly 1. The total use time was four hundred and thirty-four minutes with a use count of three. The logs showed that the energy pedal was pressed and released for energy request. However, it is unable to detect whether the monopolar curved shears energy request was activated on the bipolar fenestrated grasper. No issues were noted with the bipolar fenestrated grasper and the logs are unable to show energy outputs. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic ileocecal resection, at the step of colon mobilization, when monopolar curved shears (mcs) energy was activated, current was transmitted to the bipolar fenestrated grasper (bfg) instrument, causing a burn to the clamped intestinal tissue. The mcs output was reduced from 25 watts to 20 watts. Additional suturing was performed on the burned tissue.